Manufacturer narrative:
The customer¿s report that the device failed calibration could not be confirmed; however, the ¿as received¿ testing the source syringe module when powered on attached the pcu displayed ¿calibration required¿ which could be the result of a failed calibration or failed verification. Testing performed failed to replicate a failed calibration. The review of the device logs identified 12 instances of the error code 351.6760.0 (syr_not_calibrated) between 10mar2020 at 2:37 am and 08apr2020 at 2:21 am. Functional testing performed on the source syringe module failed. The device displayed ¿calibration required¿ when the device was attached to the test pcu. Calibration performed on the source syringe module completed with no errors or malfunctions. Post calibration testing completed with no errors or malfunctions. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device failed calibration. Although requested, additional information was not provided.